Manufacturer narrative:
Reported event of the tip detaching. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer #3005099803-2015-00066 captures the second device. It was reported to boston scientific corporation that two gold probe devices were used during an upper endoscopy procedure to treat an active gi bleed in the patient¿s stomach on (B)(6) 2014. According to the complainant, during the procedure, when the physician removed the device to clean it after the first pass, he noticed that the tip of the gold probe was missing and had been stripped off. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. A second gold probe was used, however; when it was taken out of the scope for cleaning the tip of the device was dangling approximately 1/2 inch from the probe. Nothing was detached inside the patient. The procedure was completed with a third gold probe device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer #3005099803-2015-00066 captures the second device. It was reported to boston scientific corporation that two gold probe devices were used during an upper endoscopy procedure to treat an active gi bleed in the patient¿s stomach on (B)(4) 2014. According to the complainant, during the procedure, when the physician removed the device to clean it after the first pass, he noticed that the tip of the gold probe was missing and had been stripped off. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. A second gold probe was used, however; when it was taken out of the scope for cleaning the tip of the device was dangling approximately 1/2 inch from the probe. Nothing was detached inside the patient. The procedure was completed with a third gold probe device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the ceramic distal tip was detached. The distal tip was not returned, therefore functional inspection was not performed. A transversal cut applied to the catheter revealed tread marks and the device has presence of glue. The complaint was confirmed; the gold tip was detached. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was performed and no deviations were found.